Event description:
It was reported by service report that the caster and caster horn were damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Damaged caster horn.